Manufacturer narrative:
The product was returned and evaluated. The results of the return evaluation per the documentation on the irs or return fields in oracle is defined as: sieve bed, saturated component evaluation 2: battery, will not charge. Component item 1: xpopour ¿ sieve bed pair. Component item 2: (B)(4). Tech only battery pack assembly.

Event description:
Dealer states the unit shuts off with no alarm.